Manufacturer narrative:
No device manufacturing date was present in the available resources. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a broken knob. The epg has been returned for service. There was no patient involvement.

Manufacturer narrative:
Product analysis: analysis confirmed the reported issue; the upper case was broken and the encoder was pushed inside of the device. The encoder switch assembly, one knob, two case screws and two output connector nuts were contaminated. The lower case was broken, and one knob was missing. All found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested. The device passed all final testing. If information is provided in the future, a supplemental report will be issued.